Event description:
The customer reported two instances in which negative/compatible crossmatch results were obtained in (B)(6)and (B)(6) 2009 during provue validation testing. Additional crossmatch testing performed in tube method showed expected positive/incompatible results at immediate spin. Customer performed testing in manual gel test and obtained identical results as the provue instrument for the april incident. Testing for immediate spin crossmatch was performed using mts buffered gel card lot # 081508004-02; ahg crossmatch testing was performed using mts anti-igg card lot # 013009001-11. The customer performed additional testing in (B)(6) 2009 on the provue using various blood groups and obtained acceptable results. The same lots of gel cards were used for all testing. No erroneous results were reported.

Manufacturer narrative:
The customer did not submit samples to ocd, therefore, additional investigation could not be performed. A definitive root cause was not determined. Service was not dispatched since the customer did not report the two failures at the time of incident. Customer did state that acceptable results have been obtained on the instrument after these two instances. This customer has not logged any similar complaints against this analyzer or the gel card lot #s since the last incident. Refer to medwatch MFR #s 1056600-2009-00127 - mts anti-igg card lot# 013009001-11 (complaint # 1033896) and MFR #s 1056600-2009-00128-mts buffered gel card lot # 081508004-02 (complaint # 1033907). (B)(4).